Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump got wet. Customer reported she went hiking and it started raining. Customer stated the device was under layers of clothes but noticed condensation in the corner of the device. Customer's blood glucose was 128 mg/dl. Customer reported she was wearing the device in her bra. The fluids are under the lcd display. The device was not dropped or nor it had cracks. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.